Manufacturer narrative:
Plant investigation: the 2008k2 hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res replaced the power logic board and function board which were returned to the manufacturer for evaluation. A visual examination was performed on the power logic board and function board. The power logic board had burn damage to transistor t5. Functional testing was performed by installing the received power logic board into a working unit. The test unit powered on without any failures. However, the machine encountered a ¿heat relay test fail¿ alarm during temperature alarms testing. The transistor t5 was replaced on the board and the testing was performed again. The machine was then able to pass all the tests. The evaluation of the complaint device by the manufacturer confirmed visual burn damage to the power logic board causing a ¿heat relay test fail¿ alarm during testing. The problem was resolved by replacing transistor t5 on the power logic board. Therefore, the complaint has been deemed confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that the 2008k2 hemodialysis (hd) machine had no power. The machine was evaluated on-site at the user facility by a fresenius regional equipment specialist (res). The res replaced the power logic board and function board, which resolved the issue. The machine passed self-test and functional testing. Following the part replacement, the system was restored to full functionality. The res service order was signed off by the nurse (rn), which stated that there was no patient involvement. The power logic board and function board were returned to the manufacturer for evaluation. The manufacturer found that returned power logic board had with burn damage to transistor t5.

Manufacturer narrative:
Device evaluation: additional plant investigation received. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.